Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had image not coming, incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient harm.